Event description:
It was reported that the right ventricular (rv) lead had intermittent undersensing in spite of large r-waves which led to inappropriate early termination of episodes. It was also reported that the patient has a history of t-wave oversensing (twos) which was confirmed upon device interrogation. It was further reported that the physician has discussed a lead revision with the patient however it has not yet occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.